Event description:
Healthcare professional reported for left side ¿presence of multiple folds of the polymer ", "moderate amount of free pericapsular fluid", "capsular contracture baker grade IV", "implant hard", "strong pain". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.